Event description:
It was reported that the device was used during a laparoscopic right nephrectomy. The devices were leaking. Continued to use the same devices and completed the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It is reported that the patient was revised approximately 49 months after implantation.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition; the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.